Event description:
The device was used during a thoracoscopic lung partial resection. Reportedly, the instrument only fired partially. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.